Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: we received two medwatch forms with identical information for the event on (B)(6) 2014. Was there only one complaint or did two events occur? Was the placement of a jp drain a normal part of the procedure? Was the post-operative care for the patient changed as a result of the event? Was there any other issue noted with staple line other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during a laparoscopic appendectomy procedure; the doctor fired the first blue reload without any trouble or issue. The second reload was the white 45, and staple fired but would not unlock. The jaw would not open. The doctor attempted to use the emergency release button at the back of the handle, jaw still did not open. They used the red reverse button on the side of the handle, the jaw still did not open. The stapler locked on tissue and would not release. The doctor used the disposable scissors to cut tissue to be able to remove the stapler. There was no apparent harm to the bowel. A jp drain was placed. The doctor did use surgicel for some oozing at the staple line.